Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Amendment. This event is no longer reportable; the device was explanted due to patient anatomy. Maa.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due patient discomfort. The device was too big for the patients anatomy; the patient has a very small stature. No additional adverse patient effects were reported.